Event description:
It was reported that two years, six months, and fourteen days post a port placement via the internal jugular vein, the catheter was allegedly found to be broken into two parts under x-ray examination. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial compound break was noted on the attached catheter approximately 4.1cm from the distal end of the cath-lock. A longitudinal split was noted on the border of the attached catheter approximately 5.7cm from the distal end of the cath-lock. A kink was noted between the break and split on the attached catheter. The edges of the partial compound on the attached catheter were noted to be jagged. The surface was noted to be round and smooth in both regions. Splits were noted on the border of both regions. Upon infusion, leaks were observed exiting the break and split areas of the catheter. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issue. However, the investigation is unconfirmed for the reported material separation issue as there was no complete separation of the catheter. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, six months and fourteen days post a port placement via the internal jugular vein, the catheter was allegedly found to be broken into two parts under x-ray examination. Reportedly, the catheter was removed. There was no reported patient injury.